Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient was asymptomatic from a cardiovascular perspective but had gained significant weight and presented to the clinic with a few power spikes and a mild elevation in their baseline lactate dehydrogenase (ldh) levels. A ramp study was scheduled in search of pump thrombosis. Log files were sent for review and captured routine events. Pump powers were stable throughout the log.